Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the insertion tube of the telescope was broken. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (broken insertion tube) was confirmed. In addition, it was found that the optical lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.